Manufacturer narrative:
Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. The patient (pt) reported they were having issues charging their implant and the issue began a month ago. Patient services (ps) had difficulty understanding and hearing pt during the call so pt called their daughter. During the call ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed green light was flashing above the screen and pt's implant was at either 50 or 60. Pt then connected the recharger cord and confirmed recharging excellent. Caller stated that pt noted the issue would happen after business hours. Ps advised the caller to inform the pt to call patient services back if the issue persisted. Caller noted the pt experienced the issue 3 times a week. The troubleshooting steps that were taken on the call resolved the issue. Pt noted they received a replacement battery but ps was unable to locate battery pack replacement cases. Pt noted they had an appointment with their hcp and their hcp told the pt to call patient services if they ever had any issues. Additional information was received from the patient. The pt mentioned they had issues that were reoccurring and they had called pats last friday. Pt said the controller was stuck on ins charge 60% and controller charge 60% and would not deplete even after several hours. Pt said they reset the controller and issue was intermittent. Pt said they charged the ins and controller to 100% recently and looked again at the controller at 11pm that night, after several hours, and the ins and controller charge had not depleted at all. Pt mentioned they were in terrible pain on their left side of their back and said the controller was not working to effectively control their stimulation so they got pain relief. Pt said they did not think their stimulation was working. Pt said they had been sent a recharger(pt said "controller" but later clarified and said recharger) and li battery pack in the past and both were working well. During the call, the ins was charged at 90% and the controller was charged at 60%. Pt confirmed their therapy was on and their intensity levels were at 4.5, 4.4, 4.4, 4.4. Pt said they had terrible pain in their back on the left side. Patient services specialist(pss) explained to the pt that they should visit their hcp if they thought their therapy was not working and they had pain with their therapy turned on. Pt got escalated and said their hcp had told them to call medtronic. Pt said they had met with a rep in the past and the rep had reset the controller and said "everything was working fine" (unclear whether the pt made rep aware of this issue). Pt said the rep told them to change the intensity to specific parameters throughout the day, but the pt said the advice given by the rep was "terrible." Pt said they got better relief by adjusting the therapy themselves. Pt said a couple of days ago the therapy would start and then not start and then start again. Pt was escalated during the call and was very difficult to understand. Pss explained to the pt that a controller replacement would not help to relieve their pain and redirected to hcp. Pt demanded a controller be replaced. An email was sent to the repair department to replace the controller.